Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The personal diabetes manager (pdm) turned off and the patient stated the battery charging took long. The ambulance was called and the patient was given two shots of glucose. The patient was transported to the hospital. The patient ate chocolate biscuits, drank 1l bottle of rubicon and lucozade energy drink. Blood tests were performed by the doctor. The patient was discharged from the hospital after approximately seven hours.